Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be confirmed. The device was received in a plastic bag inside the product carton. The lock-out assembly has been removed. The plunger is fully advanced outside the tip of the nozzle. No damage observed. No iol returned. The device is taken apart for further testing. No damage to the internal parts observed. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. No root cause identified. Forensic evaluation did not show any internal or external damage that would result in the failure mode. Additionally, the device was reactivated and the plunger advanced without issues, the failure mode could not be replicated. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens continued to move out of the injector nozzle into the capsular bag even though surgeon had lifted up his index finger from the blue advancing lever. The iol had gone into the capsular bag without any complication. The surgery was completed on the same day. Additional information has been requested and received stating that the iol was implanted in the patient's eye. There was no patient harm.